Manufacturer narrative:
No report of injury, procedure delay or cancellation. A device technologies (B)(4) technician inspected the sterilizer and found the door gasket to be damaged on the load side subsequently causing steam to leak from the sterilizer. The sterilizer was repaired, a test cycle was run and the unit was confirmed to be operating properly. The sterilizer was returned to service and no additional issues have been reported.

Event description:
The user facility reported that steam was leaking from their sterilizer.